Event description:
During removal of hohn catheter, radiologist had to cutdown to remove the catheter in one piece as there was a lot of resistance to removal when radiologist simply tried to pull the catheter out.